Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 8000 mcg/ml; 1600 mcg/day, clonidine 4000 mcg/ml;800 mcg/day, bupivacaine 30 mg/ml; 6 mg/day and morphine 4 mg/ml; 0.8 mg/day via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The date of the event was (B)(6) 2019. It was reported a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging. The pump had been stalling and recovering. Per the logs, the first stall began (B)(6) 2019. On (B)(6) 2019 the patient went to the emergency room due to withdrawal symptoms. The pump was changed to minimal rate. The pump will be returned when it is replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient was discharged and was being managed medically. The plan was to replace the pump, but the patient contracted pneumonia in the hospital and was not ready for surgery. The pump replacement has not been scheduled. The patient¿s weight was unknown.